Manufacturer narrative:
Treatment tip was returned and evaluated. The treatment tip passed flow, leak, functional and thermistor testing. It failed visual testing for an observation of dent and dielectric breakdown on the surface membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. A review of the manufacturing records showed all requirements were met. No patient injury occurred. Service was able to confirmed dent and black dot on surface of returned tip. During evaluation of the treatment tip, service found damage to the tip membrane, which could lead to patient injury. All treatment tips are visually inspected during manufacturing.

Event description:
A practitioner reported that during a procedure the treatment tip developed a black discoloration. There was no patient injury.